Event description:
It was further reported that "things have progressed well and the patient has been discharged".

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that "things have progressed well and the patient has been discharged."

Manufacturer narrative:
Question 1. Based on any follow-up which may have been conducted with the reporting hospital, and/or analysis of returned product, what is believed to be the reason for the described problem with the two catheters. Response: the device was not returned for analysis, therefore, the cause of the lost image was unable to be determined. However, the major contributors of lost image complaints are due to imaging core wind up and electrical loss at the distal end of the catheter. Question 2. The reporter indicates that both products were from the same lot number. Has there been any findings to indicate a problem with this lot and/or other lots for this product? If so, please describe the nature of the problem, lot numbers affected and any actions taken or planned. Response: a complaint review for batch# 14446601 was performed for the time period september 1, 2010 through november 30, 2011. The review found (B)(4). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. An additional complaint review was performed for all batches/lots for atlantis sr pro catheter lost image issue for the time period of september 1, 2010 through november 30, 2011. The review found that lost image issues are not unique to this specific batch/lot, however, there has been a decreasing trend in reported complaints. Investigation of previously reported lost image complaints has found that there are two main contributors of these complaints. Lost image complaints are typically caused by either electrical loss at the distal end of the catheter and/or imaging core wind up issues. The majority of these complaints are found to be caused by imaging core wind up. Lost image due to wind up is most likely caused by restriction of rotation of the imaging core at some point along its length while the motor drive unit (mdu) is spinning the core. This leads to loss of signal continuity between the transducer and the mdu, resulting in a lost image. This can occur when the rotation of the distal portion of the imaging core is constrained or the imaging core is advanced into a kink, tight lesion, or tortuous anatomy. The wind-up is contained inside the catheter sheath or hub sections and the catheter interface to the patient is unaffected. This is a known limitation of this device and is currently being addressed in new product development. Electrical connection loss at the distal end of the catheters can cause lost image issues as well, but are less frequent. The leading causes are related to the electrical connection between the hub and the mdu and/or open/short circuit in the transmission line (not related to wind-up). A previous corrective and preventive action (CAPA) was initiated to investigate this issue. Corrective actions to address contributing factors have been implemented within both bsc and supplier manufacturing. These actions have been deemed successful as outlined in the CAPA's verification of effectiveness complaint reduction criteria. Bsc medical review assessment of these types of events found that the data reasonably suggest that these events are anticipated in nature and severity per the device's dfu. At this time, no additional action is necessary based on the complaint investigation findings. Bsc will continue to monitor and trend these complaints and associated risks as outlined in our quality systems process. Question 3. If the problem described is believed to be due to user error, please describe the nature of the use error, what precautions should be taken to reduce the likelihood of such issues, and provide copies of an applicable labeling or instructions. Response: the root cause was unable to be determined as the device was not returned for analysis, however review of the complaint details and device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. The device dfu contains the following warnings and precautions to reduce the likelihood of such issues: "never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications." "Do not pinch, crush, kink or sharply bend the catheter at any time. This can cause poor catheter performance, vessel injury or patient complications. An insertion angle greater than 45 degrees is considered excessive." "Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications." "If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications." (B)(4).

Event description:
Same case as MDR ID#2134265-2011-03695, 2134265-2011-03793, 2134265-2011-03829. It was reported that during a percutaneous coronary intervention (pci) procedure lost image and a dissection occurred. The >80% stenosis, possibly 90% stenosed, ostial target lesion was located in the severely calcified and mildly tortuous proximal left circumflex (lcx) artery. Intravascular ultrasound (ivus) of the lcx was performed with an f/g, atlantis, sr pro catheter that was advanced over a pt 2 guide wire. At an unknown time, this catheter lost image. The physician then decided to ivus the left anterior descending (lad) artery to see if the previously noted lesion involved the lad and left main (lm) arteries. During advancement, the physician encountered difficulties advancing the ivus catheter. An image was taken and a spiral dissection was noted in the distal lad. Thrombus began to form. Attempts to aspirate the thrombus were unsuccessful. The lcx was reaccessed with another pt2 guide wire. Another f/g, atlantis, sr pro was advanced in the lcx, but lost image. A veriflex (mr) us 16mm 4.00 was implanted in the lcx. A maverick 2 monorail 20mm x 3.0mm balloon catheter was used to dilate the lad. While the balloon performed as intended, the lesion was unsuccessfully dilated. The patient's condition deteriorated necessitating CPR to be performed. The patient was intubated, given "numerous drugs". After 1-2 hours, the patient was stable enough to be transported to the ICU on life support.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).